Event description:
It was reported that, during an implant procedure, an arrhythmia may have been induced due to the electrode touching the anterior epicardial surface of the heart. The system was placed and then the patient developed spontaneous ventricular fibrillation. The arrhythmia was successfully defibrillated by the implanted system. The doctor requested a fluoroscopy of the electrode location. This revealed the electrode passing through the sternum in the substernal space. The patient had a congenital anomaly called a sternal foramen. Next, the electrode was repositioned successfully without complications. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
At the time of this report, the patient information and model/serial information were not available. A supplemental report will be filed when the information becomes available.